Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Hip was revised due to instability and a loose cup. The only component info was on the head. A 28mm c taper head was on what looked to be a secur-fit stem. The head was removed as was the cup and liner. A depuy revision cup was implanted. Stem was well fixed so trialing with a depuy constrained liner and a 36mm_10 c taper head took place. The depuy constrained liner and our 36mm _10 c taper head was then implanted.